Manufacturer narrative:
The device history record could not be reviewed because no product number or lot number was provided. A review of the complaints database was conducted and, over the previous six months, no similar complaints were found related to this product family. The FDA was contacted in an attempt to get additional information from the healthcare provider, but per the FDA, no additional information was available. Without details regarding the reasons for the doctor not removing the filter from the patient, any pre-existing conditions of the patient, when the filter was originally placed in the patient, did the physician correlate the groin pain with the ivc filter, etc. The root cause of the complaint from the wife of the patient could not be determined.

Event description:
On (B)(6) 2015. A option elite ivc filter was put in my husband, it has taken my ER visits with groin and abdominal pain to realize that this device is hurting him so I go to the (B)(6) hospital interventional radiology and ask for it to be removed. No they can't because the ordering doctor stated it's too dangerous to remove it, even when we were told it was retrievable. And the groin leg pain must be from nerve pain according to their nurse named (B)(6). I can't stop his severe, and at times abdominal pain. That even morphine does little to help. Next I contact the radiologist. Dr. (B)(6). Who also declined to assist with the removal of this device. I asked him why my husband has to continue with this pain and what to do next. He stated to try someone else. So I presently have requested his (B)(6) doctor to get involved. He says, "it is reasonable to get this removed for (B)(6)." So currently, I'm still waiting on word from the (B)(6) ir dept if they can help him. Was told he would need to be put on anticoagulant therapy to prevent another pe. If this device is too dangerous to remove, then the company named (B)(6) shouldn't be claiming its retrievable. Thank you for listening. Concomitant medical products (f): rtx meds:carbidopa 25/levodopa 100mg 6 x's a day. Lactulose solution 20gm daily. Finasteride 5mg daily. Tamsulosin 0.4mg one daily. Fluorocortisone 0.1mg daily. Morphine sulfate ER 15 per necessary. Donepezil 5mg daily, venlafaxine 37.5mg daily. Armour thyroid 30mg daily, otc meds: acetaminophen 650 mg daily, aspirin 81mg 2x's a day.